Event description:
Reporter indicated that vns pt has passed away. The pt reportedly died at pt's residence of natural causes. Certificate of death lists asphyxiation as immediate cause of death, due to or as a consequence of epilepsy. No autopsy was performed. It was reported that the pt experienced no change in seizure control with the vns therapy and that the pt was receiving therapy at the time of death. Treating neurologist indicated that the ncp system was not related to the cause of death. There is no evidence at this time that the ncp system caused or contributed to the report event.